Manufacturer narrative:
H-10: found footswitch stuck intermittently due to lack of shaft lubrication. H-11: eval completed, updated h3, h6 and h10. This report was mailed in to FDA on: 11/21/1997.

Event description:
Rptr noted footswitch stuck during aspiration; attempted to withdraw phaco tip from eye, portion of posterior capsule stuck in tip and had to pull tip out. Inserted posterior chamber lens; lens prolapsed. Removed lens and noted tear in posterior capsule. Anterior vitrectomy performed. Inserted antrior chamber lens; did not feel it was positioned properly; removed lens. Procedure terminated.